Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for blood leakage with the incident lot was observed. The photos also show that the luer adapter device was attached to what appears to be some sort of device not manufactured by bd. As per the product labeling bd recommends the following, ¿not for use with indwelling catheters/ports; use a bd vacutainer® luer-lok¿ access device instead.¿ based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® multiple sample luer adapter blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip during use. This event occurred 2 times. The following information was provided by the initial reporter: the customer noticed ¿blood leakage from the connection part between luer adapter and nipro¿s needle occurred. The adapter seems not to be chipped."